Event description:
The pt had a normal esophagus. The esophageal dilator was placed and placement was satisfactory. The following morning, the pt had an extremely sore throat which continued all day. Pt was placed an antibiotics that night. Tests were performed and a perforation in the neck was noted at the c4-c5 level. The pt was taken to surgery on novemebr 26, 1998. A left neck exploration and drainage was completed at that time. Pt is doing ok from this event.